Event description:
Related to (B)(4) (same patient). The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm failed to load into the delivery tube doing step 2. There was resistance in the tube. No harm to patient.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4) updated section: b5, b4, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 05/26/2023. An investigation was conducted on 05/31/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device as well as on the delivery device. The delivery device was returned outside the loading device. The white plunger was not depressed and the blue safety was on, which prevents the white plunger from being depressed. The seal and tension spring assembly was not returned for evaluation. No measurements of the delivery device were taken due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the returned condition of the device as well as the non-return of the seal, the reported failure "fitting problem" was not confirmed. The lot # 3000311387 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm failed to load into the delivery tube doing step 2. There was resistance in the tube. No harm to patient. Replacement used.